Event description:
Customer reported unexpected negative reactions with the pooled cell assay on galileo, on 3 donor samples.

Manufacturer narrative:
A service call was made. The camera reader, was not working. The camera reader was replaced and validated. Verified its operation with known positive screens.